Event description:
Medtronic received information regarding two pipeline vantage stents that failed to achieve full apposition. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left paraophthalmic artery aneurysm. The aneurysm max diameter was 3mm and the neck diameter was 2.5mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The first pipeline (model: ped3-027-450-12, lot: b255531) was delivered without issue and landed proximal to the ophthalmic segment curve. Once deployed, the pipeline did not open well at the proximal end; slight fish-mouthing was observed. It was noted that more than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a vessel bend. The pipeline was resheathed 2 or less times. The physician performed balloon angioplasty on the proximal end of the pipeline stent, however, it was noted that both the top and bottom of the pipeline were not well apposed event after angioplasty. A second pipeline was then placed. The second pipeline had proximal apposition apposition but had mild malapposition just proximal to the end of the first pipeline. There was no harm or injury to the patient associated with the event. Post-procedure angiography showed the second implanted pipeline had mild malapposition just proximal to the first pipeline.

Manufacturer narrative:
Associated with MDR # 2029214-2023-00658. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was implanted at the intended location. The second device was apposed on the proximal end however there was a slight shelfing where the second device was not apposed to the vessel wall. This occurred where the fish mouthing of the first device took place and would not resolve even after angioplasty. This mal apposition was about 2 mm distal to the proximal end of the second device. There was full apposition through the remainder of the device.